Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tnl) results, from two patient samples, that were generated by the access 2 immunoassay system instrument. The elevated accu tnl result for patient a was 4.26ng/ml (above the ami cut-off). The elevated accu tnl result for patient b was 16.4ng/ml above the mi cut-off). The results were reported out of the lab. The customer indicated that the original samples were retested for accu tnl. The repeated accu tnl result for patient a was 0.03ng/ml. The repeated accu tnl result for patient b was <0.03ng/ml. No additional information regarding this event is provided.